Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure is part of definitive (B)(4). A flow limiting dissection occurred during the procedure and was corrected by angioplasty.